Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level would go up to 400 mg/dl. The customer believed that the alarms may have been due to the infusion set. However, as the customer was not experiencing an alarm when tandem technical support was contacted, troubleshooting to determine a possible cause for the occlusion could not be performed.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.